Manufacturer narrative:
**Other devices involved in this event: (B)(4) - battery / catalog number: 1650de / expiration date:12/31/2016. (B)(4). Device available for evaluation?: yes: 02/14/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun (02). Date received by MFR: 12/31/2015. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number: 1650de / expiration date: 09/30/2016. Device available for evaluation?: yes: 02/14/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun (02). Date received by MFR: 09/30/2015. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number: 1650de / expiration date:04/30/2017. (B)(4). Device available for evaluation?: yes: 02/14/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun (02). Date received by MFR: 04/30/2016.. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number: 1650de / expiration date: 09/30/2016. Device available for evaluation?: yes: 02/14/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun (02). Date received by MFR: 09/30/2015. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient claimed to have multiple switching events. Patient was stated to have been scared and anxious and went to the outpatient center. The ventricular assist device (vad) nurse confirmed the devices that were involved with the power switching. An elective controller exchange was performed and it was stated that the patient was doing fine after the exchange.  No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the power switching issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving bat209192, bat209349, bat212889 and bat216865. The cac adapter was disposed of by the patient and not returned for evaluation. A review of the manufacturing documentation confirmed that the controller ac adapter met all requirements for release. The most likely root cause of the reported premature switching can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Bat212889 - battery (B)(4). Bat209349 - battery (B)(4). Bat216865 - battery (B)(4). D4: bat209192 - battery UDI: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.